Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and elevated sensing integrity counter (sic) that occurred during a ventricular fibrillation (vf) arrhythmia. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.